Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a visual examination of the returned device revealed proximal stent damage. Several stent struts were raised and bent. No issues were noted with the tip and balloon of the device. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty, crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 3.50x20mm, eccentric, de novo, 85% stenosed target lesion contained a >45 and < 90 degree bend and was located in the moderately tortuous and moderately calcified proximal right coronary artery (rca). After insertion of the non-bsc guide wire, the physician pre-dilated with 1.5x8mm balloon catheter with 60% residual stenosis. A 24mm x 3.50mm taxus liberté stent was selected and advanced to treat the lesion. However, the stent encountered resistance and was not able to cross the lesion for almost 10-15 minutes. The physician removed the device and additional dilatation was performed with 1.5mm x 20mm balloon catheter. The procedure was completed with a 3.50mm x 23 mm non-bsc stent. No patient complications were reported and patient¿s status was stable. However, returned device analysis revealed stent damage.